Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. The family members were concerned about the functionality of the device and why it did not go off during the patient's surgery. At this time, no allegations have been received from a medical personal. At this time, no further information is available and we are unable to rule out our product involvement in the patient's death.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.